Manufacturer narrative:
Medtronic received additional information that the product was replaced due to patient outgrowth and not due to a product defect; this 12mm device was replaced with an 18mm device.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that approximately four years, six months post implant of this bioprosthetic pulmonary valve, this valve was explanted and replaced. No failure mechanism was and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.